Event description:
The patient reported, while driving, he "blacked out" and woke up in the hospital. The patient reported his ipg was turned on prior to the accident and noticed in the hospital it was turned off. The patient did not have his programmer with him but when he was released home the programmer confirmed the device was off. No changes were made to the pt's medications (unspecified). A CT scan had been performed but the results were unknown at the time the event was reported. The patient reported being around unspecified strong emi at the time of the "black out". Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
.